Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable lipase (lipc) result for one patient from the cobas 8000 c702 module that was believed to be not plausible. The result was 146 u/l. The responsible doctor believed the result did not meet the clinical situation of the child-patient.

Manufacturer narrative:
Based on the limited information provided, the investigation was not able to identify a root cause. No malfunction of the device was identified.